Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a slightly loose and protruded drive support disk. All alarms that occurred during testing were properly recorded in the history file. No history anomaly was noted. The insulin pump passed the rewind and displacement test. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube, cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a missing end cap sticker.

Event description:
Customer reports to have received a compromised forced sensor alarm during priming. Customer states insulin leaked out when attempted to prime. Customer reports to not being able to get our of rewind menu. Customer's blood glucose was 332 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.